Event description:
After a shoulder procedure, when the ground pad was removed there were no markings. Several hours later red lines and blisters appeared where the grounding pad had been affixed. Scales rep. Was not sure of pad other than it was a split pad.